Event description:
Ous MDR - after an implantation time of about 39 months, oversensing was reported. Inappropriate shocks were delivered. During the revision of this lead and an ide lead, suspected traces of abrasion were observed on both leads. The leads were capped, one part remained inside the patient, and fragments were returned to biotronik for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
In the returned state, the leads complained about were in fragments. The ide lead had been cut through 24 cm distal of the is-1 connector pin, a proximal fragment was returned for analysis. The linox smart promri was cut through 16 cm distal of the is-1 connector pin, a proximal and a medial fragment were available. The returned lead parts were thoroughly analyzed. During the analysis, the two leads showed multiple signs of abrasion. The linox smart promri showed damage to the insulation about 18.5 cm distal of the is-1 connector pin. These damages are with high probability the cause for the oversensing in both channels reported in the complaint. The position and kind of the fraying is characteristic for massive mechanical stress on the leads due to strong pressure onto the generator housing with simultaneous friction at the housing. Further damages are a result of high tensile forces during the explantation process. There were no indications of material defects or manufacturing errors.